Event description:
During an open bankart repair and clinical evaluation of the 2.9 mm bioraptor, three suture anchors broke. The surgeon successfully inserted two suture anchors without issue. Surgeon went to insert a third anchor, upon impacting the anchor it broke. This was attributed to the angle it was being inserted. A fourth anchor was placed without issue. The surgeon attempted to implant two additional anchors which bent and broke. All three broken anchors were removed. A delay of about one minute took place. Surgeon used a 3.5 mm twinfix anchor to complete the repair. No pt injury or complications were reported.